Event description:
The customer alleged they received questionable (B)(6) and antibody to (B)(6) results on their e411 analyzer. The customer stated their analyzer would give a (B)(6) result that would be (B)(6) on re-testing or results that would be (B)(6) initially and would be (B)(6) on re-testing. The customer stated they had 20 questionable samples, but only provided data for three patients. The customer stated this was seen with both male and female samples, but it was unknown the gender of the patients provided. It was unknown which results were reported outside the laboratory or which results were considered correct. The first patient's (B)(6), interpreted as (B)(6). The patient's first repeat result from a sample cup was (B)(6). The second repeat result from a sample cup was (B)(6). On (B)(6) 2013, the sample was repeated and the result was (B)(6). On (B)(6) 2013, the second patient's initial (B)(6) result from a sample cup was (B)(6). On (B)(6) 2013, the sample was repeated in a sample cup and the result was (B)(6). On (B)(6) 2013, the sample was repeated and the result was (B)(6). On (B)(6) 2013, the third patient's initial (B)(6) result from the sample tube was (B)(6). The first repeat result from a sample cup was (B)(6). The second repeat result was (B)(6). The patients were not harmed by this event. The ahcv reagent lot number was 16931802 and the expiration date was not provided. The hbsag reagent lot number was 16881202 and the expiration date was not provided. The field service representative found a faulty bead mixer causing foam in the reagent, which led to the beads not being picked up by the probe when there were 30 tests remaining in the reagent pack. He replaced the sample/reagent probe. He replaced four tubes in the sample pipetting path. He replaced three tubes in the sipper path. He replaced packings in the sample/reagent and sipper probes. He replaced tubing for the pinch valve. He replaced seal pieces of both syringes. He performed adjustments of the sample/reagent and sipper probes on all positions. He replaced the mixer and adjusted it on all positions, performed a speed check of the mixer, and adjusted it electronically. He performed a cell blank and it was ok. He checked the water container and found no bubbles and prepared new water. He checked for bubbles and foam on the beads. It was initially observed, but they went away after the mixer was replaced and adjusted.

Manufacturer narrative:
This event occured in (B)(6).